Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating and subsequently the pump shutdown. In addition, it was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes and successfully charged the pump. The customer¿s blood glucose ranged from 120-130 mg/dl. The customer continued using the pump for insulin delivery.